Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7084501.

Event description:
It was reported that the patient experienced discomfort and lots of stimulation in right rib. X-ray revealed spinal cord stimulation (scs) lead migration. The patient underwent an explant procedure. The explanted device will not be returned as it was disposed of per facility protocol.